Event description:
It was reported that within a couple weeks of implant, the right ventricular (rv) lead exhibited oversensing and noise, and it was suspected to be caused by a grommet or setscrew issue. The device was reprogrammed, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and was analyzed. Alerts: 1 - patient alert for lead failure predictor on (B)(6) 2013. Sensing/oversensing: 2- ventricular nst<(><<)>=210 ms on (B)(6) 2013 and (B)(6) 2013. 2-vf<(><<)>=190 ms average v-cycle on (B)(6) 2013 and (B)(6) 2013. 5-lfp high rate-ns <(><<)>= 200 ms average v-cycle between (B)(6) 2013 and (B)(6) 2013. Ventricular short interval count v-sic =108 counts, in 3.0 days, between (B)(6) 2013 and (B)(6) 2013. The device was returned and analyzed. No anomalies were found. Concomitant products: 5076 implantable pacing lead - 2003 (B)(6); (B)(4) implantable tachy lead - 2006 (B)(6). (B)(4).